Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer ended up with a low blood glucose level and was hospitalized on (B)(6) 2015. Customer was trying to bolus for food. Customer had been experiencing low blood glucose levels just this one time. Customer was in a vehicular accident and was the driver. Customer was passed out. Customer had not changed the reservoir that day. Customer was advised to disconnect from the pump. Programming was reviewed and found to be normal. Customer was advised to monitor the pump and call back if issues persist. Customer ran a self test and the pump passed. Customer does not upload to carelink. Customer stated that the no delivery alarm was resolved by a complete set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.